Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Electronic quality management system (eqms) search: a query was run in the eqms on 20/jan/2026 against "lot number 6010821 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The review confirmed that lot 6010821 and the identified failure mode are not associated with any nonconforming reports (ncr) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 20/jan/2026 against "lot number" criteria equal 6010821 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaints is 0. The complaint numbers is complaint. Device history record (DHR) review: the lot 6010821 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 10, on 23/dec/2024 with a total of (B)(4). The sub-assembly, gluing of tubing the lot 4m01726 was manufactured according to the work instruction (wi) and manufactured in in the machine itl03, on 20/dec/2024, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (wi) guidance for visual testing for complaints area version 3: 3 samples out 3 samples passed the visual inspection and work instruction (wi) guidance for functional testing for complaints area version 2: 3 samples out 3 samples passed the flow and leak tests for the code no malfunction based on complaint information. All test results were within specifications as per the complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infection and requires advanced medical intervention on (B)(6) 2025.